Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to correct the sex of the patient reported. With the current information no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode or patient injury was alleged. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: this supplemental emdr is being sent to correct the sex of the patient reported. With the current information no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum #2: this supplemental emdr is submitted to document the additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, post implant of composix kugel, patient was diagnosed with pain, adhesion, abscess, bowel perforation, obstruction and underwent mesh removal. The instructions-for-use supplied with the device identify adhesions and hernia recurrence as possible complications. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, a4,b2, b4, b5, b6, b7, d1, e3, g1, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2007 - the patient underwent surgery for repair of an incisional hernia, a composix kugel mesh was implanted to repair the patient's hernia. (B)(6) 2016 - the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which allegedly failed. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with large ventral hernia and underwent open repair with implant of composix kugel mesh. Per operative notes "a large composix kugel was placed to get a hold of the fascial defect¿. (B)(6) 2016 - patient visited hospital due to abdominal pain. (B)(6) 2016 - patient was diagnosed with high-grade small bowel obstruction and underwent open repair with mesh explant. Per operative notes "the large mesh was encountered and then split. Extensive lysis of adhesions on the fascia to the edge of the mesh. There was a large pelvic abscess with perforated small bowel, high-grade small bowel obstruction and small bowel resection was performed". Attorney alleges that the patient experienced abscess, adhesions, bowel/intestinal obstruction, bowel/intestinal perforation and bowel/intestinal removal.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event as no specific device failure mode or patient injury was alleged. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2007 - the patient underwent surgery for repair of an incisional hernia, a composix kugel mesh was implanted to repair the patient's hernia. On (B)(6) 2016 - the patient underwent an additional surgery to remove the previously placed composix kugel mesh, which allegedly failed. The attorney alleges the patient has suffered and will continue to suffer physical pain and was injured severely and permanently.